Event description:
It was reported that the ultrasonic gastrovideoscope was losing the image during a therapeutic procedure (endoscopic ultrasound). The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.